Event description:
The customer reported that when running samples, they noticed the coulter lh 750 hematology analyzer was leaking fluid near the right hand side of the analyzer close to the laser. The leak was about 5 ml and was not contained within the instrument. The customer searched, but was unable to find the source of the leak. The customer stated that liquid looks like waste because it has a brown tint. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The operator was wearing gloves and a laboratory coat. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. The leak did not affect sample or reagent integrity. There was no cross contamination. It did not impact electrical or optical performance. No sample results were affected as a result of this event. No death or injury was attributed to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that lower sheath restrictor tubing had a pin hole. The fse replaced lower sheath restrictor tubing to correct the problem. Following the repair, the fse ran a startup and quality control (qc) without errors. Failure mode was attributed to a pin hole in lower sheath restrictor tubing. (B)(4).